Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.

Event description:
Patient fell and the constrained liner disassociated with the psl cup. Taken out was the constrained liner, a v40 c-taper adapter sleeve and a 28mm -2.5 biolox delta head. Left hip.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident 0 degree liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection of photograph of an x-ray provided confirmed the reported event of the constrained liner disassociated from the hemispherical shell. Medical records received and evaluation: no medical records were provided for review. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined because insufficient medical records were received for review with a clinical consultant. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient fell and the constrained liner disassociated with the psl cup. Taken out was the constrained liner, a v40 c-taper adapter sleeve and a 28mm -2.5 biolox delta head. Left hip